Event description:
It was reported that the implantable cardiac monitor (icm) had a power on reset which reset the device's implant timestamp to an empty value. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.